Manufacturer narrative:
As no information was provided and as the serial number of the lead is unknown, an as the lead remains implanted no conclusion could be established. The event is recovered in our database for trends purposes.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. The x-ray showed no abnormality with the lead impedance. The physician was planning to reposition this lead. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification.